Event description:
The subject stent was returned for analysis and it was discovered that the stent deployed prematurely during use and stent delivery wire had broken/fractured during use. There was no clinical consequence to the patient reported as a result of this event.

Manufacturer narrative:
Based on the results of the edhr (electronic device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the stent was returned deployed within a xt27 catheter. (No allegation against catheter). The introducer sheath was seen to be damaged. The introducer sheath distal tip was seen to be damaged. The sdw was seen to be broken and the distal and proximal bumper coils missing. The stent was seen to be deformed. On functional inspection, a patency mandrel was advanced through the microcatheter but high resistance was felt approximately 7cm past the hub, at this point on the catheter a cut was made to the catheter to locate the stent, the mandrel was then advanced distally and the stent advanced out through the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. The stent was advanced into the proximal (tail) section of an excelsior xt-27 microcatheter at which point 'it was hard to be pushed'. The stent and microcatheter were both removed and replaced. The stent was returned deployed inside the proximal end of the microcatheter. Once removed it was noted to be deformed. The sdw was found to be broken/fractured and the introducer sheath distal tip was damaged. There was additional damage (stretch) noted to the introducer sheath proximal to the purple pebax section but, per the additional information received 'the tip of the microcatheter was stretched because the operator put it in disinfectant after the procedure for quite a long time which made the microcatheter tip stretched'. The as reported code 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed codes 'stent deployed prematurely during use, stent introducer sheath damaged, stent introducer sheath distal tip damaged, sdw broken/fractured during use and stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.